Event description:
N/a.

Manufacturer narrative:
Updated fields - d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identification (UDI): (B)(4). The certas plus was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 5 reports. Other mfg report numbers: 1226348-2020-00251, 3013886523-2020-00048, 3013886523-2020-00050, 3013886523-2020-00047, a physician reported occlusion of a certas valve: patient name: (B)(6). Date of implant: (B)(6) 2018. Date of explant: (B)(6) 2020. Date of malfunction: (B)(6) 2020. Valve malfunction: csf flow from ventricular catheter, normal distal runoff when distal tubing tested with manometer. Valve presumably occluded. Signs/symptoms of malfunction: several days of intermittent headache and vomiting, ventricular enlargement on scan. Delay in procedure: no. Issue discovery: after implantation. Present patient condition: recovered to baseline. Additional information: priming was performed successfully prior to valve insertion. The medical staff successfully changed the valve settings prior to the revision surgery, no patient improvement; therefore it was replaced.